Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated there appeared to be a value of "2.8" displayed in the results field of the display, but the top and bottom segments of the numbers were missing. There is possibility of result misinterpretation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.